Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient was involved in a motor vehicle accident on (B)(6) 2020. Since then, her ins had not been working properly on her right leg; there was a loss of therapeutic effect. The patient reported that stimulation was intermittent on the right side unless she turned it up all the way where she could feel it all the way down on the right side. The patient went to the emergency room by ambulance because she had really sharp pain in lower back between her ins and spine. The patient was told to follow up with her primary healthcare provider (hcp) and neurologist.